Event description:
It was reported that the catheter was placed for routine obstetric use. During catheter removal, it separated and a small piece remained in the pt. No neurologic symptoms were observed, so the piece of catheter was left in the pt with no complications.